Event description:
It was reported that this right atrial (ra) lead showed increased threshold values caused by lead being displaced. Surgical intervention was performed to reposition lead. No additional adverse patient effects were reported. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.